Manufacturer narrative:
Concomitant medical products: l ( myo-inositol, purified water, sodium chloride), 10 drops of aircort (budesonide 0.5 mg; excipients: disodium edetate; sodium chloride; polysorbate 80; anhydrous citric acid; sodium citrate; water for injections), 3 drops of bactorinol (medical device in nose drops, containing lentisk oil). Qn#(B)(4). The actual sample was not returned; however, the customer provided a photo for evaluation. A visual exam was performed on the photo and the failure mode was confirmed. A device history record review was performed and no relevant findings were identified. Without the actual device to evaluate the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the patient was using the device at home and it broke during its first use. The patient completed their treatment by using another device. No medical intervention needed. No harm or injury to the patient. The patient condition is reported as "fine".